Manufacturer narrative:
Updated adverse event outcome and type of reportable event to reflect the new information provided regarding the patient's pump revision. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported that the patient underwent a pump revision on (B)(6) 2016. The patient also reported that there had been no change in their pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving a dose of 0.888mg/day at a concentration of 10mg/ml of dilaudid via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2016 the patient was supposed to have their medication in the pump changed but couldn¿t as the pump had flipped. Patient reports that bupivacaine was added to her pump on (B)(6) 2015. Since this addition, the pump stopped being effective and the patient hasn¿t had pain relief. In (B)(6) 2016 patient elected to have medication reduced by 30% so she can elect to have pump removed or switch medication to morphine in the future. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.